Event description:
Low ohms - bipolar; 294 ohms unipolar. Pt not pacer dependent. Programmed to unipolar with adequate safety margin above capture threshold. Pt refused 1st offer by surgeon to replace lead. Pt expired on 5/10/99.